Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the fx plus 23 transcatheter aortic valve, the valve was successfully loaded with no misload noted on fluoroscopy. A non-medtronic guidewire was placed in the ventricle and a pre-implant balloon dilation was performed with an 18 millimeter (mm) non-medtronic balloon. During the first deployment attempt, fluoroscopy revealed an 3 mm depth on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc) requiring repositioning and was recaptured. During the second implant attempt, the valve was positioned too deep (approximately 10 mm) requiring repositioning again. After recapture, a third deployment attempt was made with an optimal positioning at 3 mm depth. After release of the valve, one of the valve paddles became trapped within its housing of the delivery catheter system (dcs) near the external curvature of the ascending aorta. During attempted removal of the delivery system, valve dislodged. The dcs was removed and the valve remained at the sinotubular junction. An emergency snare stabilization was performed via a third humeral access. A second fx plus 23 valve was prepared as a back up potion. The patient was sedated and intubated for procedural safety and comfort. During attempted passage of a second fx plus 23 valve, "modification of the valve outlet" was observed, leading to its removal. Subsequently, the implanting team then selected a non-medtronic valve which was implanted uneventfully. The patient maintained hemodynamic stability throughout the extended procedure and was reported alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; product ID evfxplus-23 (B)(6); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-23 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure, and the valve was implanted in the patient's native annulus using cuspal overlap technique. Prior to slowly withdrawing the first dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the valve was pulled during retrieval of the first dcs, causing the valve to dislodge. Additionally, tortuous anatomy contributed to the dislodgement. It was clarified that during the attempt of pushing the second dcs through the first valve positioned in the ascending aorta, the physician noted a modification of the outflow stent due to the friction between the dcs and valve frame. It was noted that during the attempt with the second system, bending of the first valve frame was observed. The physician reported no difficulties when trying to pass the second system through the first valve, but due to the friction between the second dcs and first valve, it was deemed unsafe so the system was withdrawn.